Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels reaching over 400 mg/dl. Customer changed out the pump supplies to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's blood glucose level.